Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the "left" side. The device was explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: rupture, and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side rupture, wrinkling, and capsular contracture, baker grade iii. The device was explanted and replaced.